Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The location of detachment was tubing connector. The infusion set was in use for one day. T no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/apr/2026 against "lot number" "6010055" and similar malfunction codes: leak between tubing and site connector detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The review confirmed that lot 6010055 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/apr/2026 against "lot number" criteria equal "6010055" and similar malfunction codes: leak between tubing and site connector detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The count of complaints is 2. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6010055 was manufactured according to work instruction (wi) version 20 and manufactured in the machine multivac 14, on 18/nov/2024 with a total of (B)(4) units. Glue-tubing lot: the lot 4l01183 was manufactured according to wi version 15 and manufactured in the machine lc01, on 17/nov/2024 with a total of (B)(4) units. The DHR review indicated that during outgoing test 6(c), one sample was found to have a connector extra. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010055 and related malfunction codes for leak issues. Two complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.